Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument stopped moving halfway. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv). Surgeon was trying to manipulate the instruments from surgeon side console (ssc) when the issue occurred. The instrument could neither be opened nor could be closed. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. No shakiness and/or friction was experienced. Customer suspected that there were intraoperative collisions and the instrument cover was damaged. A back-up instrument was used. The drape was not available for evaluation. The instrument was not inspected prior to use. The instrument was available for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The batch details of instrument were confirmed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system where, it moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument synced and sealed twice with no issues. The instrument passed an electric continuity and ceramic dot tests. Additional observation(s) : the jaw cover was found to have tearing. The tear measured from .204¿ in length. There were no signs of thermal damage to be observed at the end of any tears. No material was found missing. The probable root cause of the torn jaw cover is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.